Manufacturer narrative:
The t:slim user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 28 mg/dl. The customer subsequently passed out and required the assistance of the paramedics. The customer consumed pop tarts, fluids, and icing. During a system check with tandem technical support, it was reported that during a cartridge change, the customer had disconnected at the luer lock and not the infusion set, and acknowledged this may have caused the low bg level. Subsequently, the customer's bg level elevated to 400 mg/dl, reportedly due to overcorrecting for the low bg. The customer delivered a bolus via the pump and administered a manual injection. Tandem technical support educated the customer to disconnect from the site.